Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient had pain at the incision site was very sore there. Patient stated they may have blood in their urine due to it being dark. It was mentioned they were going more and frequent and thought they had a urinary tract infection (uti), but patient's doctor stated that it was just from the device and patient did not have a uti. Patient still felt like there was a uti. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.